Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference report #1627487-2016-04000 and 1627487-2016-04002. It was reported the patient lost stimulation but reprogramming provided effective stimulation. X-rays revealed the ipg was twisted in the pocket and one of the leads had moved. The physician explanted the scs system on (B)(6) 2016.